Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box showed no evidence of the alleged no power event. The black box showed call service 064, and 128 alarms connected with moisture inside the pump. The battery cap attached securely to the pump. A call service 078 alarm was observed during the rewind step. The pump was opened and moisture damage was found on the motor flex connector, and on the infrared board. Due to the call service 078 alarm and moisture damage, the power issue was unable to be completely investigated. Unrelated to the original complaint, the cartridge compartment was cracked, and the display was dim.